Event description:
User reports issues with discrepant calcium results, and received one pt sample with discrepant results. Initial result gave 10.7; repeat 10.1 mg per dl. The sample was repeated twice on another i800 at customer site which gave 8.9 mg per dl each time. The sample was repeated again on each i800 giving 9.3 mg per dl on the original analyzer and 9.6 on the other i800 analyzer. User said the calcium result of 9.3 mg per dl was reported out to the physician. No erroneous results were reported, and pt not adversely affected. The field service rep could not determine a cause and was unable to duplicate the problem. He activated the dss (discard surface sample) function on the instrument to dispose of the first 100 ul of sample as it was determined the customer is not spinning the tubes per the tube mfrs specification. The dss function will help to eliminate discrepant results due to sample specific issues. To verify analyzer performance a precision study was run and all results within specification.